Event description:
The customer reported that the system displayed intermittent problems during start up.

Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive and reloaded the software. He tested the unit, and it was still having issues. He advised the customer to replace the sbc computer board. (B) (4)